Event description:
Reporter stated that pt went to hosp in 2004 with a low blood glucose (37 mg/dl). Treatment received: IV glucose. Pt has also experienced other low blood glucose incidents since this event (detailed info regarding subsequent events was not provided).